Event description:
It was reported that using the sterile conditions and local anaesthetic, the dual lumen peripherally inserted central catheter (PICC) line had been inserted in radiology. The tip of the PICC line was inserted and locked with heparinised saline. The pt was then returned to the chemotherapy unit. While on the ward, the PICC line was not able to be flushed and the pt was returned to radiology. The PICC had been manipulated and contrast administered demonstrated no evidence of thrombus or obstruction. After initial difficulty in flushing the 20 gauge proximal lumen, it was subsequently able to be flushed with contrast; both lumens were then patent. The PICC was locked with heparinised saline and was available for immediate use. Upon return to the unit, the pt had complained of hearing a "popping" noise in radiology. Upon removal of the PICC, a split was discovered in the lumen. The PICC was routinely removed at the end of therapy. There was no reported delay, death or complications to the pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.